Event description:
Patient called lfs in 2002 alleging their surestep meter was reading inaccurately high. Pt stated that they tested on their meter and obtained a reading of "hi". At the time the pt felt shaky and as if they were low. Pt then took 2 units of humalog. Pt then drove home 15 minutes away and took a test on another meter. Pt obtained readings of 80, 79, 78, and 67 mg/dl. Pt then took a whole tube of glucose, candy, and raisins before going to the e.r. Pt stayed in the e.r. Until 8 am. While there pt received an IV of glucose and medication for their vomiting. Pt did not have any control solution to check the meter. Sending control solution and new strips to test their meter.